Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planed treatment procedure was performed when the issue happened. The procedure was completed as planned on the same system. A philips remote service engineer contacted the customer and found that the system showed a message about the generator restarting, then poor image quality. After reviewing the log file, found tube arcing errors. Upon troubleshooting, onsite visit, fse found both the anode and cathode to be clean, and the hi-voltage end showed severe burning and blackening of the cathode candle from arcing, causing additional damage to hi vo components. To resolve the problem, fse replaced the ht cable and the hi vo unit and return the part for further analysis and it found the high voltage transformer is electrically defective, showing charring at the o3 connector's anode side likely due to pollution causing arcing. After replacement oh hv cable and hi volt transformer, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned to use the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.